Event description:
It was reported that the patient had an initial total knee arthroplasty (tka). Subsequently, after approximately 5 years, the patient fell and had a revision due to instability. All available information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: new zealand. H6: proposed component code: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d10, g3, g6, h2, h6, h10, h11. D4: primary unique device identification (UDI) number is not applicable as the product number of the device is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. D10: concomitant medical products: item name: unknown articular surface; item unknown; lot unknown. Item name: unknown tibialcomponent; item unknown; lot unknown. No product was returned or pictures provided; a product evaluation could not be performed. Part and lot identification are necessary for review of device history records; neither was provided. Insufficient information provided. Unable to perform a compatibility check. A complaint history review cannot be performed without product identification. Radiographs were provided, and 2 images were assessed but not submitted for radiology review; images taken approximately 3 years post-implant of the right knee, and the patient underwent revision 2 years later due to instability, with the poly size increased. Images not submitted at this time, as there are no serial images to ascertain possible implant changes, and the images are remote from the revision date. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.